Event description:
Review of in=house programming history on (B)(6) 2014 shows that the device was successfully interrogated and reprogrammed on (B)(6) 2013.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.

Event description:
The patient's grandmother reported that the patient was seen by the physician to have the device programmed on; however, due to the physician experiencing problems with his programming system was unable to program the patient's device. It was reported that troubleshooting resolved the issues with the physician's programming system (the screen lock was engaged), but that the patient's device was still not programmed on. It was reported that the patient was upset after the physician experienced problems with the programming system so it is unclear if the physician attempted to program the device after the lock button was disengaged or if the physician decided not to continue due to the patient¿s demeanor at that time. The physician's office indicated that the patient has been scheduled for follow-up and that they will notify device manufacturer if any problems arise. No other information was provided.